Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, they experienced a skin reaction with itching, rash, redness, inflammation and blisters that extended beyond the patch perimeter. Prior to sensor insertion the area was prepped with barrier spray. The photo of the skin reaction in the complaint record was reviewed. The affected area shows erythema characterized by pink to red discoloration with visible surface scaling. Surrounding the central region is a paler ring of dry, flaky skin. Yellowish crusting is present along portions of the lower boundary of the lesion. No open drainage or active bleeding is visible in the image. The reaction was confirmed and is consistent with similar local skin responses previously observed and assessed in association with the device use. The findings are within the expected range of reactions known to occur at or around the device application area. There is no documentation of scarring or systemic involvement. The skin reaction was with prescription oral clarithromycin (unspecified dosage). There was no documentation of further medical intervention. At the time of report, the patient¿s condition was unspecified. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).